Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the 1/3 median, malar region, and dark circles with 3mls of juvederm voluma with lidocaine and 1ml of juvederm volbella with lidocaine. Patient was also concomitantly injected with vistabel to the crow's feet. Five days later patient developed variable face edema in the facial areas which was further noted as "rocker: one day eyelid, and the following day the jaw or neck". Patient was injected with hyaluronidase and was prescribed zeclar and solupred. Two days later symptoms resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00811 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected to the 1/3 median, malar region, and dark circles with 3 mls of juvederm voluma with lidocaine and 1ml of juvederm volbella with lidocaine. Patient was also concomitantly injected with vistabel to the crow's feet. Five days later patient developed variable face edema in the facial areas which was further noted as "rocker: one day eyelid, and the following day the jaw or neck". Patient was injected with hyaluronidase and was prescribed zeclar and solupred. Two days later symptoms resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00811 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine.